Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was unknown. Insulin pump will be replaced.

Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, unexpected restart error test, rewind and displacement test. However, device alarmed prime during basic occlusion test due to slightly loose drive support disk. Device received with cracked case at display window corners, cracked belt clip slot and minor scratches on lcd window.